Manufacturer narrative:
The complaint that the device could not be advanced was confirmed and the source of the resistance was determined to be an improperly formed catheter tip. The catheter tip on the returned 22ga nexiva unit from lot #3116953 was not acceptable according to the visual standard and appeared to be manufacturing related. The appropriate manufacturing personnel were notified of this complaint. This complaint became an MDR reportable event based on investigation findings.

Event description:
It was reported that bd nexiva complaint investigation revealed catheter tip was deformed. The following information was provided by the initial reporter: product quality issue. Occurred during patient use (immediately). No reported patient injury. As rn was unable to advance the canula once punctured through skin. It was detected right away as rn was trying to access patient¿s vein. Response received 02 nov 2023: did the event involve an urgent/life threatening medical situation? No . Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No.